Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct report type - adverse event and product problem provided in the initial MDR [3014312726-2025-00110]. The previously reported was incorrect. The correct report type is product problem only. Our evaluation of the risk, which follows guidance from iso 14971, indicates that the overall risk for the reported failure is low. This evaluation is based on our track and trend analysis and risk management files which are evaluated and updated constantly based on post market surveillance. Due to unavailability of batch number, the investigation couldn't able to conclude. As part of our continued commitment to our customers, sol millennium will continue to monitor the complaints trend for the reported failure mode and take any corrective action based on our procedures, if a significant pattern emerges.

Manufacturer narrative:
No samples or lot information was provided by the customer to support the investigation. Based on the determined risk priority number ,the residual risk related to the complaint is considered acceptable. Sol millennium continue to monitor for this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 04/23/2025. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
Customer reported that the needle stick injury from sol-care 25g x 1 1/2 was recapped, however needle had bent in cap and tip was sticking out I was able to recreate the same bend with another needle of the same make I reported this at the time of injury to operating room management, and the needle was removed from the operating room stock. I was told incidentally that I was not the first member of the operating room staff that had injured themselves with this make of needle.